Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jan/2014. Device evaluation summary: yellow particle material, consistent with biological tissue, was noted on the device. White calcification was noted on the outer surface of the device. White particles were noted on the inner surface of the device. Discoloration and wear abrasion were noted at the thinner surface. A flat crease of the shell was noted. White biological fluid was noted inside the device. A sharp linear unidentified opening (tear) was noted on the anterior. The overall shell thickness was measured and found to be within specification. No blockage was noted at the port hole. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a right side deflation. The device has been explanted. This medwatch is for the right side. See MFR # 9617229-2017-00309 for the left side.